Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case involves an adult male pt who (age unk) who developed synovitis after receiving treatment with synvisc one. The patient's med history, past drugs, concurrent conditions and concomitant medications were not reported. On an unk date in (B)(6) 2015,the pt received treatment with intra-articular synvisc one injection once into both knees (dose, indication, lot number and expiry date: unk). On an unk date in (B)(6) 2015, 1 week after administration, the pt developed unilateral knee odema and pain knee (synovitis). It was reported that corticoids had been administered into knee and nsaid's (not specified) were administered as a corrective therapy. The pt was currently recovering. Corrective treatment: puncture, corticoids (unspecified) and nsaid's (unspecified). Outcome: recovering/resolving. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention.